Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction d2b procode - correction h2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information. Correction, please disregard MDR regulatory awareness date - 9/4/2024 . It was submitted in error on the initial MDR. The correct MDR regulatory awareness date is 9/10/2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.